Event description:
It was reported that two years after posterior mesh insertion of an elevate posterior, a (B)(6) woman presented with constipation and intestinal cramps when she had the urge to have a bowel movement, which was then followed by explosive defecation. Digital examination revealed tense proximal mesh arms in the right pararectal region. Serving of the mesh arms led to immediate elimination of intestinal cramps and a return to normal defection.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. Literature: reisenauer c., viereck v. Mesh-related complications in urogynecology - a multidisciplinary challenge. Acta obstet gynecol scand 2012;91:869-872.